Manufacturer narrative:
Patient's identifier unknown/ not provided. (B)(4).

Event description:
It was reported that the encode healing abutment (teha5683)) fractured in the implant, and have requested removal tool.

Event description:
It was reported that the encode healing abutment (teha5683) fractured in the implant, and have requested removal tool.

Manufacturer narrative:
One tsv bellatek encode healing abutment was not returned for inspection. A good faith effort was made to obtain the product from the customer but product receipt was unsuccessful. Therefore, a thorough investigation into the alleged device malfunction cannot be performed. However, the lot number matched its corresponding item name and no related non-conformances were found in the device history record review that would suggest that the device caused or contributed to the event. No other device/patient information is available or was reported. Without the returned encode healing abutment, the investigation cannot confirm/unconfirm the screw fracture. As a result, the alleged device malfunction is non-verifiable. The instructions for use for the returned device can be found on the zimmer biomet website (http://IFU.biomet3i.com/) under "surgical product ifus". The appropriate product documentation can then be found under "tsv¿ bellatek® encode® healing abutment (p-tsvbeha ) - december 2017" on page 2 in sections "warnings", "precautions", and "potential adverse events".